Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, the device was unable to be interrogated using rf telemetry. Abbott technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.